Event description:
It was reported that the pt was unable to adjust stimulation. The "call your doctor" icon was displayed and there was a power on reset (por) condition. The por condition was cleared, and this resolved the issue.

Manufacturer narrative:
(B)(4).